Event description:
Info received indicates when the brakes were set, the brake/steer caster would continue to swivel.

Manufacturer narrative:
The tech found that the caster was worn. He replaced the casters and the brakes functioned properly.